Event description:
It was reported that during an anterior cruciate ligament surgery the loop broke during implantation. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Visual evaluation revealed that the only the button was received for investigation, no suture with broken loop returned. Functional testing unable to be performed due to devices returned. No problem found. Refer to investigation photo.